Manufacturer narrative:
The reported complaint was confirmed through quality testing. Maximum temperature recorded on the head of the attachment did exceeded specification. The attachment maximum temperature while free running with coolant spray off was 42.3 c and 47.3 c under load testing with coolant spray on. Maximum allowable temperature at the time of testing was 44.2 c. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed moderate gear wear on the head-tail and head assemblies. Microscopic evaluation also revealed debris inside the head and cap cavities and inner components. All components appeared to be dry and corroded. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint. Instability of the set due to detachment of the bur end bearing assemblies may also led to set instability, contributing to the overheating seen during the investigation.

Event description:
In this event a doctor reported that a estylus 1:5 ca attachment overheated. There was no injury or intervention.